Event description:
Pt in hosp status post anteroseptal mi. Pt underwent left heart catheterization which showed single vessel coronary artery disease in proximal left anterior descending. Pt had decreased cardiac output of 2.0. Swan ganz placed and pt started on dobutamine, aspirin and lovenox. Pt moved and suddenly began to experience hemoptysis secondary to inflation of swan ganz. Pt had decreased o2 and was emergently intubated. Swan-ganz pulled back about 10 cm from 80cm to 70 cm.